Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the buttons not responding. The pump was received with a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose levels were around 200 mg/dl to 250 mg/dl, was in the range of 225 mg/dl. The customer reported that the insulin pump had sticky buttons, scratched screen and scratches all over the case. The insulin pump will be returned for analysis.